Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated that they could not properly reprocess the subject device due to the failure of it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the scope connector and channel mount due to the user having deviated from the instructions for use. Since the user could not properly reprocess the device due to failure of it, the foreign material (solid matter) was left. The event can be prevented by following the instructions for use which state: "detection way is included in operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function / inspection of the instrument channel. Preventive measures are included in operation manual: 4.2 insertion: air/water feeding and suction: suction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, foreign material caused by improper cleaning by the user was discovered in the channel mount. In addition, failed tests of the suction volume and the channel mount unit were discovered, as well as detached adhesive on the a-rubber, a damaged passive bending section, adhesive deterioration and separation on thread-wound sections, and various scratches, dents, and cracks on the c-cover. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the suction channel clogged on their evis exera iii colonovideoscope. Upon inspection and testing of the unit, it was discovered that there was foreign material lodged in the channel mount. There were no reports of patient or user harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.